Manufacturer narrative:
(B)(4).

Event description:
It was reported that a guidewire fracture occurred. Vascular access was obtained via the radial artery. The target lesion was located in the right coronary artery (rca). The comet guidewire was introduced to obtain fractional flow reserve (ffr) measurements in the left anterior descending artery and the obtuse marginal branch/circumflex. The comet wire was then advanced in the rca but could not cross the lesion. There was a lack of steerability due to a wire fracture although during the guide catheter exchange the wire seemed to be intact. While withdrawing the comet wire, its continuity was lost and the distal part remained in the rca protruding into the aorta. The guide catheter was changed to an al 1 curve and vascular access was moved to the femoral artery to obtain the remaining part of the ffr. The fractured comet wire was removed completely using a loop. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ffr comet wire separated. Both pieces were returned. The guidewire shaft was examined for any damage or irregularities. The shaft was separated in 1 place. The total proximal shaft length that was returned was 178cm. The distal portion of the device was 7cm. The total length of the returned device was 185cm which is the complete wire. No other damage or irregularities were noticed. Functional testing of the device could not be completed due to the separation of the shaft. Scanning electron microscopy (sem) observed micro-cracks on the od surface at the apex of slots in row 1 adjacent to the distal fracture end. Some coating material was present in slots in rows 1 thru 7 adjacent to the distal and proximal fractures. Some micro-cracks were also observed at beam inner radius surfaces while imaging for kerf measurements. Sem images of distal and proximal beam fractures appear to show some fatigue striations toward the center of fracture. A narrow ductile surface region appears at center of one beam fractures for both distal and proximal ends. This suggests the possibility of reverse bending fatigue with ductile overload. Also the final rupture region appears very thin which would suggest fatigue conditions of low mean strain and/or alternating strain. Significant secondary damage is present on beam fractures at both distal and proximal ends. Significant material smearing appears present at slot surface locations for both the distal and proximal ends. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a guidewire fracture occurred. Vascular access was obtained via the radial artery. The target lesion was located in the right coronary artery (rca). The comet guidewire was introduced to obtain fractional flow reserve (ffr) measurements in the left anterior descending artery and the obtuse marginal branch/circumflex. The comet wire was then advanced in the rca but could not cross the lesion. There was a lack of steerability due to a wire fracture although during the guide catheter exchange the wire seemed to be intact. While withdrawing the comet wire, its continuity was lost and the distal part remained in the rca protruding into the aorta. The guide catheter was changed to an al 1 curve and vascular access was moved to the femoral artery to obtain the remaining part of the ffr. The fractured comet wire was removed completely using a loop. No patient complications were reported and the patient's status was stable.